Event description:
The customer reported that the gastrointestinal videoscope, when plugged in, showed no image on the screen during inspection for use. There was no patient injury reported.

Manufacturer narrative:
The device was returned to Olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, since the customer's allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026, which may result in a delay in receipt of all of the acknowledgements.